Event description:
The nuby brand vibrating "fruity vibes" teether is dangerous. ((B)(4)); my friend's baby, who is (B)(6), is being treated because he was able to get the battery out and swallowed it. The parents are calling the company to report it. These should be recalled and no longer made. They have a button battery that can be life threatening. It even says on the packaging that it contains such a battery. Why would a company make a baby product that is to be chewed and used in an infant's mouth that contains a button battery that is known to be life threatening if swallowed? These need to be recalled. (B)(4).